Manufacturer narrative:
A possible material/catalog number has been provided by the customer. The following information has been updated: d.4. Medical device catalog #: a potential catalog/material number of 368650 has been provided by the customer. The customer was unable to verify whether this catalog/material number is associated with the device in this complaint for certain, but provided it as a possibility.

Event description:
It was reported that an unspecified number of an unspecified bd blood collection tube experienced whole tube push off on the non patient end of the needle. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. Tubes spontaneously disengage from multi-sample needles, expiration dates are 8/2019. These items are used by 2 different programs so we hadn't realized they were a manufacturing problem until now. 3.0ml lavenders: lot: 8099834 exp: 8/31/2019 - 2 boxes. 6.0ml lavenders: lot: 8156830 exp: 11/30/2019 ¿ 9 boxes. 4.0ml reds: lot: 8206505 exp: 11/30/2019 ¿ 7 boxes.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of an unspecified bd blood collection tube experienced whole tube push off on the non patient end of the needle. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. Tubes spontaneously disengage from multi-sample needles, expiration dates are 8/2019. These items are used by 2 different programs so we hadn't realized they were a manufacturing problem until now. 3.0ml lavenders: lot: 8099834 exp: 8/31/2019 - 2 boxes. 6.0ml lavenders: lot: 8156830 exp: 11/30/2019 ¿ 9 boxes. 4.0ml reds: lot: 8206505 exp: 11/30/2019 ¿ 7 boxes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that an unspecified number of an unspecified bd blood collection tube experienced whole tube push off on the non patient end of the needle. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. Tubes spontaneously disengage from multi-sample needles, expiration dates are 8/2019. These items are used by 2 different programs so we hadn't realized they were a manufacturing problem until now. 3.0ml lavenders: lot: 8099834, exp: 8/31/2019 - 2 boxes. 6.0ml lavenders: lot: 8156830, exp: 11/30/2019 ¿ 9 boxes. 4.0ml reds: lot: 8206505, exp: 11/30/2019 ¿ 7 boxes.